Event description:
It was reported that the pt was revised due to aseptic failure of the femoral component, with poly exchange.

Manufacturer narrative:
Other devices used: cat #00598801012, nexgen stem extension, lot #60558795; cat # 00599003321, nexgen augment block, lot # 51922200; cat # 00599003321, nexgen augment block, lot# 50127500. Eval summary: operative notes dated (B)(6) 2009 were provided and reviewed with no significant findings. Range of motion was checked with no issues noted and stability was noted to be adequate. Revision notes state that pre-revision x-rays showed radiolucency around the femoral stem and a bone scan showed uptake around the femoral component. Stability issues were noted prior to removal of the implants; it was stated that the knee was snug in extension but loose in flexion. Only fibrous tissue was noted between the cement mantle and the pt's femur; competitor bone cement was utilized for fixation. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Rehabilitation protocol and adherence thereto is unk. A definitive root cause cannot be determined with the info provided. The device history records were reviewed, indicating the devices were mfg, inspected, and packaged to specifications. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.